Manufacturer narrative:
Device received with blank display due to faulty interface board noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 152 mg/dl. The customer stated that the battery compartment was neither damaged nor corroded. The customer stated that the troubleshooting was performed for the blank display and the display did not returned. The device will be returned for the analysis.